Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/24/2019.

Event description:
The customer reported an error code consistent with battery failed. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer 24oct2019. Date of this report: 05nov2019. The customer confirmed the battery date is (B)(6) 2019 and was installed in (B)(6) 2019. The customer confirmed performed performance verification test (pvt) battery test and unit passed. The service technician confirmed the issue was resolved by replacing the battery.